Manufacturer narrative:
Event site full name: (B)(6) medical center. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after approximately four hours of intra-aortic balloon (iab) therapy, the message "optical sensor failure" appeared and the blood pressure waveform and values were no longer displayed. The customer had requested an arterial line to be installed separately on the inner lumen, but the pumping timing did not match with the ECG trigger in full auto mode alone. They ended up replacing the iab to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields - b4, d8, g1(contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields - h3, h6 (type of investigation, investigation findings). The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and inside of the inner lumen. The extender tubing was also returned. - a sensor output test was performed, and the sensor was found to be within specification. The reported failure of ¿alarm, fiber optic sensor failure¿ cannot be confirmed by the evaluation, the sensor was found to be within specification. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). (B)(4) was initiated to investigate complaints with failure modes of "iab - alarm, fiber optic sensor failure" for product series " transray plus 7.5fr",

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (investigation findings), h11. Corrected fields: h6 (investigation conclusions). The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and inside of the inner lumen. A kink was observed on the catheter tubing approximately 43.7cm from the iab tip. The extender tubing was also returned. A sensor output test was performed, and the sensor was found to be within specification. The reported failure of ¿alarm, fiber optic sensor failure¿ cannot be confirmed by the evaluation, the sensor was found to be within specification. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).